Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode, model: 3186, UDI: no UDI due to manufacturing date, serial: unknown, batch: 49534. Common device name: scs octrode, model: 3186, UDI: no UDI due to manufacturing date, serial: unknown, batch: 49535. Common device name: scs lamitrode, model: 3244ans,UDI: no UDI due to manufacturing date, serial: unknown, batch: r49584. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
It was reported that one of the patient's leads migrated. The patient did report a fall had occurred. Surgical intervention was undertaken to replace the lead. Therapy was established postoperatively. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode, model: 3186, UDI: no UDI due to manufacturing date, serial: unknown, batch: 49534. Common device name: scs octrode, model: 3186, UDI: no UDI due to manufacturing date, serial: unknown, batch: 49535. Common device name: scs lamitrode, model: 3244ans,UDI: no UDI due to manufacturing date, serial: unknown, batch: r49584.